Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi open-irrigated ablation catheter was selected for use during the procedure. It was reported that after several ablations the catheter was observed to be leaking from the proximal end handle. Damage was noted on the luer. No error message displayed. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, it was found that the device has the irrigation tube partially detached from the luer fitting at the adhesive joint, consequently confirming the reported clinical observation of catheter handle leak.

Event description:
The intellanav mifi open-irrigated ablation catheter was selected for use during the procedure. It was reported that after several ablations the catheter was observed to be leaking from the proximal end handle. Damage was noted on the luer. No error message displayed. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device was returned for analysis.